Event description:
It was reported that during testing conducted by a manufacturer sales representative at the user facility, there was no water misting from the tip of the handpiece. A lack of irrigation in the device is known to cause overheating. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.